Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a5, b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. Conclusion summary: on (B)(6) 2019, it was reported that the device won't ratchet. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) three times as documented in the repair reports in livelink. The last repair was may 19, 2012 where it was reported that the device was not cutting the graft correctly and the comb and comb spring were replaced. This is not a related issue. Product review of the skin graft mesher on july 18, 2019 revealed that the device top would lock and close but the siding pins and hinges were tight and hard to move. The ratchet end of the roller was galled and the roller gear was worn. The side plates, carrier guide, and ratchet were worn as well. The pin in the ratchet was installed incorrectly causing the ratchet to not function properly. The calibration and sample mesh could not be taken due to the bent comb. No cutters were returned for evaluation. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the pin in the ratchet was installed incorrectly causing the ratchet to not function properly. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the pin in the ratchet was installed incorrectly causing the ratchet to not function properly. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer was unresponsive to follow up attempts. It is unknown whether product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that device won't ratchet. The event occurred during testing. There was no harm or delay reported.